Manufacturer narrative:
Ps300319 the opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint cannula was received at fisher & paykel healthcare and was visually inspected. Results: visual inspection of the returned cannula revealed that the tubing was found to be pulled out of the connector. The nasal cannula was on both sides disconnected from the manifold. Conclusion: the identified damage is most likely the result of pulling on the cannula tubing with undue force. If, for instance, the clothing clip is not used, additional strain is transferred to the cannula tubing. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt944 nasal cannula include the following steps: - ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. - cannula can become unattached if not used with the head strap clip. - attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: - do not crush or stretch tube, to prevent loss of therapy. - failure to use the set-up described above can compromise performance and affect patient safety. File attachments

Event description:
A distributor in japan reported on behalf of a hospital via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow nasal canula detached from the swivel connector during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint cannula is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in process to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported on behalf of a hospital via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow nasal canula detached from the swivel connector during use. No patient consequence was reported.